Event description:
On (B)(4) 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from (B)(6) medical center with the following information: cable on robotic instrument frayed and broke while in use. Under visualization, the surgeon was not able to locate any missing portion. The instrument was removed and replaced. X-ray required to rule out retention of frayed/broken cable. No foreign body detected. No harm to patient. Remaining lives: (B)(6).

Manufacturer narrative:
The instrument has not been returned for evaluation despite several requests, therefore, the root cause of the reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.